Manufacturer narrative:
Additional information: the lesion was pre-dilated with the 2.5x20mm euphora and 3.0x15mm nc euphora with no issues. There were no issues noted with the telescope gec. Final inflation was performed without any issues with a 3.0x 15mm euphora balloon. The patient did not complain of any pain and was unharmed. The lesion was partially opened. The patient was sent for bypass after the stents failed to cross the lesion. Lot number provided. Correction: the lesion was pre-dilated with a 3.0x15mm nc euphora not a 2.75x15mm nc euphora. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two resolute onyx coronary drug eluting stents, both stents failed to cross the lesion. The lesion being treated was a long lesion that was severely tortuous, severely calcified with 99% stenosis in the distal right coronary artery (rca). The rca mid segment had 50% in stent restenosis. The posterior left ventricular artery had diffuse severe disease. The devices were inspected prior to use with no issues noted. Negative prep was performed on both devices with no issues noted. The lesion was pre-dilated with a 2.5x20mm euphora, 2.75x15mm nc euphora and a 2.75x15mm non-medtronic balloon with multiple inflations performed. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices but excessive force was not used. There was difficulty delivering the balloons due to the angulation of the vessel. The patient had chest pain with ECG changes during inflation. The patient could only tolerate up to 30 seconds of inflation. The patient was initially planned for a deb inflation. But there was distal segment recoil of 30% with a dissection so it was decided to stent. The 3.0x26mm resolute onyx was inserted to the lesion site but unable to cross. The device was changed to the 3.0x18mm resolute onyx but this was also unable to cross. Attempts were made to use a telescope guide extension catheter and a non medtronic guide extension catheter as well as changing the guide catheter to al1 for better support but it was still not possible to deliver the devices. It was decided the patient should be treated with coronary artery bypass surgery (CABG) without further stenting. Final inflation was performed with a 3.0x 15mm euphora balloon with residual stenosis of 30% and timi iii flow. The patient had no chest pain. No further patient complications were reported as a result of the event.